Event description:
It was reported that the patient has expired after implant duration of approximately 52 months, due to unknown reasons. No further details were provided. Imformation learned from implant patient registry.

Event description:
A response was received from the surgeon's office, however, no new information was learned. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned.